Manufacturer narrative:
The investigation for the vascular damage has been completed. The product was not returned. The cause of the vascular damage issue was not determined since product was not returned and due to insufficient information with unknown relation of rp bleed to impella. The instructions for use for the impella 5.5 for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the patient had a possible retroperitoneal bleed. The patient received two units of packed red blood cells. The staff is planning on explanting the pump. The patient survived the event.